Manufacturer narrative:
Optical fibers used with the same surgical laser system had problems due to poor maintenance of laser. We are unaware about patient injury. The complaint was not confirmed. Device evaluated by distributor.

Event description:
The optical fibers were used with a damaged system. No adverse effects to patient were reported.